Event description:
It was reported that when the lead was attached to the device, the device started oversensing and inhibiting pacing on the rv (right ventricular) channel. The lead was removed, cleaned, and retested with the analyzer, then attached to the device again, with the same result of random oversensing. Once again, the sequence of removing the lead was repeated, and no further oversensing occurred until later, when the device began to inhibit pacing. The patient was in the telemetry unit and nurses could see low pacing rates. A grommet issue was suspected; however, both the device and lead were explanted and replaced. The device and lead were subsequently returned with a report that there was oversensing on both the device and lead, and the hospital telemetry showed the events to be asystole. Sensing difficulty was also indicated on the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found; full lead analyzed.